Event description:
A customer contacted baxter's tech service center to request assistance with the homechoice (hc) machine in drain 1 of 5. The home pt (hp) wants to know when the machine will stop draining. The technical service rep (tsr) reviewed the program and therapy settings. (Total therapy volume; 12000 ml, total time; 10 hrs, fill volume; 2000 ml, initial drain alarm; 1100 ml). The hp got a low drain volume alarm in the initial drain cycle and bypassed initial drain with a drain volume of only 63 ml. The hp finally finished draining with a drain volume of 6037 ml. The hp did not feel overfilled currently, and did not report feeling overfilled during the first fill or dwell cycles. The root cause of this issue was the pt bypassing the initial drain before it was complete. There was no pt injury or medical intervention associated with this report.